Event description:
It was reported that the patient experienced a burning sensation and pain at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was relocated. The issue is resolved.